Event description:
It was reported that pump battery depleted too fast, which led to low power alerts and shutdown alarms. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate form of insulin therapy.